Event description:
The complainant stated that the head up function moved unintentionally.

Manufacturer narrative:
The account has not completed repairs. A follow up report will be sent once the customer discloses their investigation.